Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left ica ophthalmic aneurysm. It was reported five days post procedure, the patient had a large subarachnoid hemorrhage caused by aneurysm rupture. No other complications were reported and the patient was discharged. .